Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. He had issues with the infusion sets. When he bent or twisted the infusion set, it came out with blood. The customer had health issues. He lost his quick serter. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.